Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they attempted to notify their managing physician for the issue and a second opinion was needed after meeting with their family physician. The circumstances/cause of the sudden return of symptoms was, apparently, a severe interstitial cystitis flare up with ¿food or food combination?¿ noted. As a step taken to resolve the issue, the patient visited with the family doctor who helped resolve the symptoms. They also stated they drank water, used aleve for pain. However, the device seemed to be ineffective despite being reprogrammed a couple of times. There were no further complications reported or anticipated.

Manufacturer narrative:
See also manufacturer¿s reports 3004209178-2018-13038 and 3004209178-2018-20565 for the patient¿s other issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of their target urinary urgency/frequency symptoms last tuesday ((B)(6) 2018). Their symptoms were back to baseline and they had a lack of symptom control. The patient stated they were unsure of the root cause of the issue. They confirmed the stimulation was on and they had tried increasing the stimulation but this did not resolve the issue. The patient was redirected to their healthcare professional (hcp) for the issue. They were sent physician listing for a second opinion. There were no further complications reported or anticipated.